Event description:
It was reported that the patient had successful therapy at first but then it stopped working after a while and she never used it again. This was noted to be a couple of years ago. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).